Manufacturer narrative:
After battery installation, the entire lcd display was white. It was difficult to read the text displayed. Per visual examination, the back of the lcd display itself had some sticky substance on it. More than likely it was on electrical board as well. Unable to perform displacement, or self tests due to the display anomaly. Insulin pump has a crack on the battery tube which starts at the corner of the belt clip rails. Insulin pump also has a crack on the battery threads. In addition, the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customers blood glucose level was 3.8 mmol/l at the time of incident. Customer stated that the insulin pump had white screen with no display. The insulin pump was not bumped nor dropped. The insulin pump will be returned for analysis.